Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of " the sensor detects air even though there is no air in the system" was not confirmed. There was no air alarm when the hose was full. Visual inspection noted the downstream occlusion (dso) seal comes off; bolus bushing is loose. Dso seal replaced, and bolus socket screwed tight. The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the sensor detects air even though there is no air in the system. Patient involvement was unknown.